Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) touchscreen was found to be defective. Specifically, it was reported that the touchscreen unsuccessfully calibrated. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and discovered that the touchscreen calibration was unsuccessful. The fse attempted to clean the screen multiple times to ensure that there wasn't any debris and/or stains on the screen, without avail. Notably, the fse did not observe any physical damage and nothing unusual identified on the unit's logs. As such, the fse replaced the touchscreen and successfully calibrated the screen without issue. The fse then performed the pm, calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) touchscreen was found to be defective. Specifically, it was reported that the touchscreen unsuccessfully calibrated. There was no patient involvement, and no adverse event reported.